Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving a "replace sensor" message after 13 days of wearing the adc freestyle libre sensor. Customer further reported he experienced hypoglycemia symptoms described as "confusion, numbness and tremor". Firefighter was called and an unspecified reading was obtained on an unspecified meter. Customer was diagnosed with hypoglycemia and he was provided coca cola by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 13 days of wearing the adc freestyle libre sensor. Customer further reported he experienced hypoglycemia symptoms described as "confusion, numbness and tremor". Firefighter was called and an unspecified reading was obtained on an unspecified meter. Customer was diagnosed with hypoglycemia and he was provided coca cola by hcp. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 13 days of wearing the adc freestyle libre sensor. Customer further reported he experienced hypoglycemia symptoms described as "confusion, numbness and tremor". Firefighter was called and an unspecified reading was obtained on an unspecified meter. Customer was diagnosed with hypoglycemia and he was provided coca cola by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug and broken side snaps observed. The broken side snaps cause poor connection between the rubber contacts and printed circuit board (pcb), which may cause the sensor plug to be unable to form a proper seal. Therefore, this issue is confirmed to broken snap.